Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 82.7 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 103.6 mmol/l. The repeat value was deemed correct. The cl electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. Precision studies were performed and were within specifications. The probe was found to be misadjusted. After performing service on the analyzer, an additional precision study was performed and was within specifications.

Manufacturer narrative:
The last calibration performed on 04-dec-2022 was ok and there were no alarms. Quality control data for one level of control was provided and this was ok. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. Upon review of the alarm trace, ise noise and ise internal reference errors were observed. The investigation could not identify a product problem. The cause of the event could not be determined.